Event description:
Site reported an infection in patient implanted on (B)(6) 2023. Ipg sn (B)(6), 2mm lead sn (B)(6)device was functioning properly. Mti rep present during the implant (8.31) noted that vancomycin was used as a prophylactic antibiotic. The ipg incision healed normally, however it was noted that there was a small wound that was a small hole approximately the size of a dime sized hole below the ipg. Patient has a known history of diabetes and may have picked at the at the wound site. Mti has requested that device be returned for analysis and that any relavant blood cultures be provided. Surgeon decided to remove the ipg, leave the lead in place, and re-implant another ipg in 3 months.